Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in neck region. A bent was noted to one side. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil fractured (necked-down) at distal end of terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, the helix of this right ventricular (rv) lead would not retract. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.